Event description:
It was reported that the programmer booted up very slowly and would "hang" during device interrogations. It was further reported that the screen would freeze at the moment "starting application" was shown on the screen. It was noted that no error message was given. The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of long boot time, however it was unable to confirm the comment of the programmer freezing when starting a program or any hanging of the programmer during interrogations. It was noted that the stylus was missing and it was therefore replaced. The hard drive was reconfigured and the software reloaded. (B)(4).